Event description:
End user reports "the protective sheath was welded with the spot weld; when the catheter was removed the sheath was torn".

Manufacturer narrative:
Common device name: catheter, urethral. Procode: gbm. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Manufacturer narrative:
A batch record review was conducted resulting in the following: urinary catheter in question was manufactured under sap material ID 1733311, gentlecath air men ch14 (1x30pk)eur and manufacturing lot # 1l03143 in amount (B)(4) pcs in november 2021. The product was packed according to the instruction for packing g805351 ver 2 pracovná in¿trukcia pre balenie gc air mu¿ských katétrov. Review of the DHR showed that all relevant tests required during the manufacturing process, packaging process and final product release had been fulfilled and met the requirements. No nonconformity of this nature has been registered during the manufacturing process of the mentioned lots. The batch record review indicates no discrepancies. Based on the complaint issue reported the protective sheath was welded with the spot weld. This issue was observed several times in production area too, therefore the issue was submitted to r&d department as the product in question is new product. In order to avoid welding the sleeve with spot weld r&d set up the spot weld on nominal on march 23 2022. The set up was recorded in log book. The lot in question was produced before the set up in question. No another complaint with malfunction code uca-pmc11.07 primary pack has incomplete or open seal / weld, or is torn, ripped damaged, split, cracked or crushed or contains holes or exhibits external contamination (e.g. Water marks, stains), or dressing or loose material is trapped in packaging has been received on the product so far. This issue will be monitored through the post market product monitoring review process. No additional details have been provided to date. Should additional information become available, a follow up report will be submitted. FDA registration number: reporting site: 1049092. Manufacturing site: 3005778470.

Event description:
To date no additional patient or event details have been received.